Event description:
Surgeon reported loosening of locking nuts resulting in the loosening of the pedicle screw construct. Tissue around the surgical site was reported to have turned silver due to friction from loose implants. The pedicle screw construct was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation pending the return of explants.